Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the ICD had a short eri to eol margin. The patient presented in-clinic and an alert message for eri was noted. The device presented an appropriate battery trend until the last few measurements where it decreased more rapidly than anticipated. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of a short eri to eos margin was confirmed in the laboratory and was found to be due to high pacing settings. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.